Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating that there is a battery problem. A good faith effort attempt was made to gain additional information into the reported problem, but additional information could not be obtained. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device had exhibited symptoms of a battery failure. It was determined the customer needed a replacement battery to be sent to the customer to fix the device. The device will remain at the customer site and the device was not available for additional investigation. Based on the information available and the testing conducted, the cause of the reported problem was the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device will be operational after repairs are completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.